Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code that was found in the device's event history during biomed testing. The biomed stated that they have no record of any pt incident involving that they have no record of any pt incident involving this pump since the last baxter service event.

Event description:
The facility's biomed engineer reported an infusion pump with an 810:04 failure code that was found in the device's event history during biomed testing. The biomed stated that they have no record of any pt incident involving this pump since the last baxter svc event.